Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, cracked display window and minor scratches on lcd window.

Event description:
Customer's wife reported a button error on customer's insulin pump. Customer had disconnected from the device because he was swimming. When he came to change his infusion set, the device said button error. Replacing the battery did not resolve the issue. Customer's blood glucose is 331 mg/dl. He had treated with a bolus for a meal. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)